Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave insulin without any input by the customer. It was stated that the customer experienced low blood glucose of 40 mg/dl, shaking, sweating, mental confusion and inability to follow simple commands. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer is a nurse, and sometimes has contact with strong magnetic fields. The insulin pump passed the displacement test. No damage on the drive support cap noted. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.